Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined.

Event description:
A complainant reported a patient was on impella cp support. While on support, ecpella support was continued, but hemorrhagic infarction occurred and life-saving was difficult. The patient later died. The cause of death was heart failure and percutaneous transluminal septal myocardial ablation (ptsma) was performed but the situation was difficult due to outflow tract stenosis. There was no problem with the operation of the impella. The cause of hemorrhagic infarction is unknown, and there is not one single cause such as anticoagulation and dual antiplatelet therapy (dapt). The causal relationship with the impella is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿